Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the patient was able to turn the therapy on and the replacement device resolved the issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) was unable to turn therapy on and experienced multiple issues with the percept communicator, including communicator not pairing, handset and communicator not connecting, communicator not resetting, communicator not turning off except via a specific button sequence, communicator not showing a low battery light, bluetooth light being on when powering on but only the green light showing afterward, static noise heard during calls, and difficulty hearing the agent. The patient had recently been in the hospital and may not have charged the device, which contributed to a potential therapy interruption. The patient mentioned using the communicator successfully about 4-5 days prior. Troubleshooting steps included closing the application, powering off and on the communicator and handset, unplugging and plugging in the device, and conferencing in hcit for further troubleshooting, but the issue remained unresolved. A repair request was initiated to replace the communicator. No patient complications have been reported as a result of this event. Additional information received that patient called back and was asking for a tracking number on their replacement communicator. Agent reviewed that the communicator had been delivered. Patient confirmed they got the replacement communicator and needed help pairing it to the handset. Agent walked patient through pairing the new communicator and patient was able to access their therapy and turn therapy on. Patient noted that when they turned their therapy on, they felt a sudden jolt for a few seconds then it disappeared. Patient was inaudible in some parts of the call and agent was having a hard time to understand the patient.